Manufacturer narrative:
Clinical review: a temporal relationship exists between the pd therapy with the liberty cycler set and the patient¿s peritonitis event. However, currently there is no objective evidence that a liberty cycler set malfunction or product deficiency caused this event. Peritonitis is a well-documented complication in pd patients. The patient¿s pd culture was positive for growth of staphylococcus epidermis, which is a bacterium normally found on human skin. Therefore, based on the available information, the peritonitis event can be attributed to patient touch contamination/ breach in aseptic technique. The plant investigation is in process. A supplemental MDR will be submitted upon completion of this activity.

Event description:
It was reported by a peritoneal dialysis (pd) nurse that this patient on pd therapy was diagnosed with peritonitis. There were no reported allegations that the event was caused by fresenius products. In additional follow-up, the patient¿s pd nurse stated that on (B)(6) 2026 this patient was seen in the outpatient pd clinic with symptoms of cloudy pd effluent and fever. The patient had a pd culture obtained (the same day) which grew the bacteria staphylococcus epidermis. The patient was treated with a 21-day course of intraperitoneal (ip) antibiotics utilizing vancomycin (2000mg every 5 days) for a diagnosis of peritonitis. The patient was not hospitalized and is reportedly recovering from the peritonitis event. The patient continues pd treatment with the same cycler. The nurse confirmed the patient did not have fluid leaks or any issues/malfunctions with fresenius products in relation to this event. The nurse attributed the peritonitis to patient touch contamination during the pd exchange.